Manufacturer narrative:
A ventilator was returned to the manufacturer for eval and the customer's complaint was confirmed. The device's software was reloaded to address the issue.

Event description:
The manufacturer received info alleging a ventilator was alarming for low oxygen flow. There was no harm or injury reported.